Manufacturer narrative:
(B)(4). Date of event: exact day of the month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after contour had closed the rectal stump, the suture of that rectal stump opened spontaneously, letting the staples open. The surgeons have solved the problem occurred. Surgery was successfully completed with no delay. No patient consequences were reported.